Event description:
Information as reported per the user facility: on (B)(6) 2015 the patient was implanted with bard/davol 3d max mesh implants using a sorbafix fixation device during a bilateral hernia repair procedure. While in recovery the patient felt pain and a bulge on the right side. Images were taken, revealing that the fixation fasteners were "mostly dislodged" and the mesh had not stayed in place. On (B)(6) 2015 the patient was taken into surgery to revise the right side inguinal hernia repair. The same port sites were reopened and the repair performed. The surgeon stated the 3d max mesh initially placed was not damaged and could have been re-fixated, but chose to use another mesh and again fixated with sorbafix fasteners. It was reported that the patient did not have a difficult anatomy and that there had been no problem that presented during the initial repair.

Manufacturer narrative:
As reported there were no anomalies that presented during the implant procedure. No sample was returned for evaluation. A review of the manufacturing records for the reported product code and lot number revealed that there were no discrepancies during manufacture and there was no evidence of any manufacturing related issue which would cause or contribute to the reported event. Based on the available information, we are unable to determine a definitive root cause and no conclusions can be made at this time. The information provided by bard represents all of the known information at this time.